Manufacturer narrative:
Other, other text: d4: UDI section is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by healthcare practitioner (hcp) that they had a faulty valve on a tracheal tube. The cuff would not hold the inflation pressure once inserted.no injury or adverse effects. The issue was reported as resolved. This tube was exchanged using another catheter. The fault was later discovered by the anesthetist. Ett had to be exchanged in the middle of the procedure. Customer reported item number 100/133/075. Based on the reported lot number the item number was determined to be 100/199/075.

Manufacturer narrative:
Email is: regulatory.responses@icumed.com. One device sample was received in used condition with the original packaging opened. Per visual inspection, no visual defects were detected. A leak test was performed in which the device passed. The complaint was not confirmed. No other analysis was performed. No root cause could be determined since the complaint was not confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken since the complaint was not confirmed.